Manufacturer narrative:
Device analysis: the returned device consisted of a watchman delivery system (wds) with the implant in the sheath, and blood in the device. Inspection revealed numerous kinks in the sheath. Examination under the microscope found the tip damage as the tri-cuts were flared, abrasions were within the sheath tip, and the distal marker band was kinked. The implant had anchor damage. Product analysis could not confirm the reported event as clinical circumstances could not be replicated.

Event description:
It was reported that the device was difficult to fully recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but did not meet release criteria. The physician attempted to fully recapture the closure device but was not able to completely recapture the device all the way into the sheath. The physician removed the wds from the patient with no issues. A new wds was then used to successfully completed the procedure with the closure device implanted in the laa of the patient. The patient did not experience any complications as a result of this event.

Event description:
It was reported that the device was difficult to fully recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but did not meet release criteria. The physician attempted to fully recapture the closure device but was not able to completely recapture the device all the way into the sheath. The physician removed the wds from the patient with no issues. A new wds was then used to successfully completed the procedure with the closure device implanted in the laa of the patient. The patient did not experience any complications as a result of this event.